Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. It was reported the procedure was to treat lesions in the tibioperoneal trunk (tpt) and posterior tibial artery (pt). The lesion was prepared with atherectomy and balloon inflations. A 3.0x38mm esprit btk scaffold was implanted in the pt. A 3.75x38mm esprit btk system was advanced to treat the tpt however resistance was met as the scaffold was advanced too far and was interacting with the proximal edge of the previously implanted 3.0x38 scaffold. It should be noted that the esprit btk everolimus eluting resorbable scaffold system notes: when deploying multiple scaffolds within the same vessel, it is recommended to deploy distally to proximally to minimize passing devices through recently deployed scaffolds. In this case, it is unknown if the instruction for use (IFU) deviation related to incorrect scaffolding order caused/contributed to the reported event. A cine was received and reviewed by an abbott vascular clinical specialist (referenced in echo file: (B)(4)). Of the three (3) images provided the second image appears to show the ¿unusual¿ proximal edge of the deployed esprit scaffold in the posterior tibial (pt) vessel. This scaffold was deployed first. The report states that ¿a 3.75x38mm esprit btk system was advanced to treat the tpt (tibioperoneal trunk) however resistance was met as the scaffold was advanced too far and was interacting with the proximal edge of the previously implanted 3.0x38 scaffold.¿ per the instruction-for-use (IFU) the following information is provided: section 12.5: delivery procedure, #9. Note: when deploying multiple scaffolds within the same vessel, it is recommended to deploy distally to proximally to minimize passing devices through recently deployed scaffolds. It does appear that the physician followed these instructions but inadvertently interacted with the proximal edge of the previously deployed scaffold, located in the proximal pt, causing damage or misalignment of this scaffold. Interactions with a deployed scaffold by any interventional equipment should be avoided as unintended damage may occurs, as reported by the user. The root cause of this event it does appear to be an unintentional scaffold interaction with the previously deployed scaffold causing some form of damage to the first deployed scaffold. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat lesions in the tibioperoneal trunk (tpt) and posterior tibial artery (pt). A 3.0x38mm esprit btk scaffold was implanted in the pt. A 3.75x38mm esprit btk system was advanced to treat the tpt however resistance was met as the scaffold was advanced too far and was interacting with the proximal edge of the previously implanted 3.0x38 scaffold. The 3.75x38 esprit was pulled back and implanted in the tp trunk without issue. The proximal edge of the 3.0x38 scaffold looked ¿unusual¿ per angiography therefore a balloon catheter was advanced however it would not advance past the proximal edge of the scaffold. The physician decided to get pedal access and deliver a balloon retrograde to open the proximal edge of the scaffold. The scaffold was able to be dilated without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code 2017 - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.